Event description:
In 2008, the pt reported that while changing her insulin cartridge, she pulled the cartridge from the infusion device and the plunger of the cartridge became stuck on the piston rod spilling insulin into the cartridge compartment. She stated that approx 67 units of insulin was spilled. She stated that she was able to remove the plunger from the piston rod and she dried the cartridge compartment with a q-tip. The pt was educated on the proper technique for removing the insulin cartridge. She was advised to allow the infusion device to dry for 24 hrs and to switch to her backup infusion device. Upon follow up two days later, the pt stated that the infusion device was completely dry. She was assisted with switching back to the primary infusion device. She was able to insert the insulin cartridge, prime the infusion set, and place the infusion device in the run mode successfully. No physiological effects were reported. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.